Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set leaked in the ICU during use on an adult patient. The customer stated that there was no patient harm caused by the event.

Manufacturer narrative:
The customer¿s report of tubing set leaking was confirmed. One used (suspect) and one new unused set were received. During visual inspection of the 1st set received it was observed that the silicone segment part number (p/n) (B)(4) had a small hole near the lower fitment. Visual examination under microscope noted no crush mark to the upper and lower blue fitment. Functional testing was performed by attaching both sets to bag filled with water and allowing fluid to flow through the set via gravity. A leak was immediately observed coming out from the silicone tubing near the lower fitment on only the used set. No leaks were observed on the 2nd unused set. Both sets were pressure tested while submerged underwater. Leaking was identified in the same location on the used set. No leaks were observed on the unused set during functional testing. The cause of the leak was due to a pin hole in the silicone segment. The cause of the pin hole could not be definitively determined.

Event description:
It was reported that the tubing set leaked near the lower fitment in the ICU during an infusion on an adult patient. The customer stated that there was no patient harm caused by the event.